Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported two weeks post implant, that cardiac perforation was noted. The lead was successfully repositioned and there were no further consequences for the patient.